Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The tw drill 1.1x50mm 9mmstop w/nt (item# 01-7146, vendor lot# 354700) was returned for investigation. A visual inspection confirmed the drill was fractured at the start of the fluted portion of the drill. The cert was reviewed and there were no non-conformances found. There are no indications of manufacturing defects. This is the only complaint for this item# 01-7146, vendor lot# 354700. The most likely underlying cause of the complaint is excessive force was applied, beyond what the drill was designed to encounter. It is possible that the drill was used over its maximum recommended speed, it was used to drill into high density bone, excessive normal force was applied during drilling, or off-axis forces were applied during drilling. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. D4 - the lot number etched on the instrument is the vendor's lot. A comparison of inventory transactions to the customer's purchase history found 29 possible lots: 023990, 061220, 089670, 112640, 203250, 229520, 269720, 332110, 437630, 533540, 541535, 556150, 556150, 556150, 556150, 572481, 572481, 582210, 582210, 591210, 596900, 668320, 691060, 718930, 784820, 797190, 850000, 987520 the following fields were updated: b4 date of this report b5 describe event or problem d4 serial number, lot number d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h4 device manufacturer date h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the drill broke when the surgeon was preparing drill holes for sutures in the patient's midface. It took two (2) minutes to remove the fractured piece of the drill bit from the bone with needle holders. The procedure was completed using a back up drill. No adverse events have been reported as a result of the malfunction.